Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor over infused during infusion of deferoxamine. The device was empty after 3.5 hours instead of the expected 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufactured july 28, 2015- july 29, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and showed to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.